Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right ventricular (rv) lead exhibited no capture for both unipolar and bipolar. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.